Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Chair took off on its own and ran into a table and pushed table into a child. The table hit the child in the area of the chest and the chair tipped over that the child was sitting in which in turn led her to flip over backwards. Currently no injuries that provider is aware of. The chair was showing quite a few 41 faults. Other fault codes were 109 and 18. Fault code 18 and 41 kept going off all day. Provider stated he received chair (B)(6) 2012 and he delivered it to the end user (B)(4) 2012.